Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen timed off sooner than expected. In addition, it was reported that the pump shut off unexpectedly. Customer's blood glucose was in the 100s mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.